Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead had moved without becoming dislodged; therefore, the pacing vector was reprogrammed. The lead exhibited some lv pacing inhibition markers and the clinician was trying to get the patient to receive more lv pacing. Further programming options were discussed and it was noted that the programming would stay as it was and they would continue to monitor the patient. No adverse patient effects were reported. The lead remains in service.